Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted by a failure analysis engineer. The investigation revealed that there were no relevant system errors noted to have occurred during the biopsy procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. A review of the site's system logs for the reported procedure date was conducted by a senior failure analysis engineer. The logs for this system were not available for the event date of this procedure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. This event is being reported due to the following conclusion: it was reported that the patient experienced a pneumothorax that was 40% of the hemithorax volume and required a chest tube to be placed. The patient was hospitalized due to this event. There is currently no indication of a ion product malfunction.

Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure and experienced a pneumothorax which required placement of a chest tube and the patient was subsequently hospitalized. On 26-june-2021, intuitive surgical inc. (Isi) contacted the physician of this procedure and additional information was obtained about the complaint: the reported pneumothorax was identified post-procedure with a chest x-ray. The pneumothorax was reported to be 40% of the hemithorax volume and was not observed to have grown in size. The physician reported that they do not believe an ion product caused or contributed to the pneumothorax and stated that they believe the pneumothorax was caused because the target "lesion was very peripheral/near pleura." The physician reported that they think the pneumothorax would have likely occurred via another modality and that there was no ion product malfunction during the procedure, which was reported to be completed. The patient reportedly did not experience any symptoms due to this pneumothorax, was never considered medically unstable, and was hospitalized for two days. The physician reported placing the chest tube for the resolution of the pneumothorax. The patient is reportedly doing fine.